Manufacturer narrative:
Device is combination product age at time of event - 18 years or older. If implanted, give date - 2005. (B)(4). Device evaluated by manufacturer - the complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MFR report #: 2134265-2010-05248. It was reported that post a stenting treatment procedure, very late stent thrombosis and a myocardial infarction occurred. The lesion was located in a non tortuous left anterior descending artery (lad) measuring approximately 3.75-4.0mm in diameter. Both a 2.75x28mm and a 2.75x8mm taxus express2 stent were implanted in the lesion overlapping. No patient complications were reported. Five years later, the patient presented to the emergency room with chest pain and a myocardial infarction. Access was obtained via the femoral artery. The proximal end of the 2.75x8mm stent was occluded with thrombus. The thrombus filled most of the lad. A 2.5mm apex balloon was used to predilate the lesion and an export catheter was used to remove the thrombus. Ivus was used and it was noted that both stents were underdeployed in the lesion. The 2.75x28mm stent was placed distally and was deployed to approx 2.5mm in a 4.0 vessel. The 2.75x8mm stent was placed proximally and was deployed to approx 2.5mm in a 3.75mm vessel. No further patient complications were reported. Patient status is listed as okay. The patient had a history of non-compliance and was prescribed plavix at the time of the event. It is unknown if the patient was compliant at the time of the thrombosis. After the reintervention, the antiplatelet therapy was changed from plavix to effient.